Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in an unknown vessel. The 2.5 x 15 mm xience sierra stent delivery system was advanced into the patient anatomy; however, the stent failed to deploy. There was no report of adverse patient effect or clinically significant delay. No additional information was provided.